Event description:
The customer has reported that the loaner is not powering up upon using power switch and the lcd did not come up. The troubleshooting indicated internal problem with the scm12. There were no patient consequences.